Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval has been completed. Method ¿ process eval. Results ¿ results pending completion of eval. Conclusions ¿ conclusion not yet available-eval in progress.

Event description:
The user reported that the device could apply pressure but the needle on the gauge did not respond. The balloon inflation was confirmed under fluoroscopy. No harm or injury was reported.